Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. The customer stated that blood glucose was 50 mg/dl. The customer stated pump read sensor glucose 130 mg/dl, blood glucose 50 mg/dl, sensor glucose 55 mg/dl, blood glucose 335 mg/dl, changed the sensor glucose 55 mg/dl blood glucose 130 mg/dl. The customer had additionally reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 50 mg/dl and the sensor glucose was 130 mg/dl at the time of the incident. Sg and bg difference is not within acceptable range. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 55 mg/dl and threshold/low suspend limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis